Event description:
Updated information received on 25-mar-2021. Procedure date: (B)(6) 2021, adverse event document number(s) associated with additional surgery: document number: (B)(4) subevent number: 13, describe the additional surgical procedure: right total knee arthroplasty/makoplasty, levels involved in additional surgical procedure: other, specify: right knee specify the relatedness of the additional surgical procedure to surgical construct and/or the study, procedure: not related, usade/uade assessment : no, could dd have led to sade?: not applicable.

Manufacturer narrative:
Additional information added in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information added in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information received on 15-june-2021: procedure date: (B)(6) 2019, adverse event document number(s) associated with additional surgery: document number: (B)(6) subevent number: 11 describe the additional surgical procedure: external bone growth stimulator placed levels involved in additional surgical procedure: l3/l4 specify the relatedness of the additional surgical procedure to surgical construct and/or the study procedure: not related usade/uade assessment : no could dd have led to sade?: not applicable.

Manufacturer narrative:
The following products were used in the surgery: product ID: 2991122, lot: h5101833, quantity: 1, 510(k): k073291, UDI#: (B)(4). Product ID: 1555501080, lot: 0720360w, quantity: 2, 510(k): k113174, UDI#: (B)(4). Product ID: 55840005540, lot: h5524986, quantity: 2, 510(k): k113174, UDI#: (B)(4). Product ID: 55840006540, lot: h5507378, quantity: 5, 510(k): k113174, UDI#: (B)(4). Product ID: 55840006535, lot: h5434753, quantity: 1, 510(k): k113174, UDI#: (B)(4). Product ID: 5540030, lot: h5545615, quantity: 8, 510(k): k113174, UDI#: (B)(4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per clinical study that the patient underwent a 3-level surgery due to stenosis with instability. On (B)(6) 2019, post-op, the patient experienced acute blood loss anemia. Patient had low hematocrit, low hemoglobin, low red blood cells. Then the patient underwent the following intervention: transfusion of two units packed red blood cells. Values of the parameters (mentioned above) were found to be increasing when cbc was again performed on (B)(6) 2019. According to the sponsor assessment, the adverse event was found to be serious. According to the investigator, the adverse event was causally related to the surgical procedure; and not related to any of the implanted devices. The outcome of the event is pending.